Event description:
Customer stated, "there was a spark from the switch. User claimed that they laid on the unit while using." Product was returned. Customer did not claim injury. The investigator observed no evidence of sparking during the investigation. Additionally the investigator observed evidence to corroborate the users claim of misusing the product by laying on the unit. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".